Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and plunger clamp, and the teflon coating scratched off the bottom side of the sleeve in the reported problem area of the pipetter assembly. The tip and plunger clamps, lld contact spring, and tip clamp sleeve were replaced. The instrument was inspected, tested without further problem, and returned to service.